Event description:
It was reported that during a routine inspection by customer, the cs300 intra-aortic balloon pump (iabp) unit has an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the device and found that ¿safety disk is damaged, causing the machine to always display alarm autofill failed and unable to use the machine. Broken parts must be replaced before the machine can be used normally.¿ test the use of the machine. It cannot be used. There are broken and expired parts as follows.1. Safety disk is broken, 1 piece. 2. Battery for iabp deteriorates and expires in 3 years. 3. Complete pm kit 5000 h (air pump maintenance kit), 1 set. The company will provide a quotation for spare parts later. On 27/feb/2025 fse replaced parts according to purchase order number with the following items: safety disk (d997-00-0985-01), battery (d146-00-0039) and kit 5000 hr (d040-00-0147). Check all systems of iabp machine: normal. Test the machine to be able to use it normally.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g1 (contact person ¿ mfg site), g4, h5).